Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, stones were extracted from the common bile duct with a balloon. Contrast was used and bigger stones were noted. The physician attempted to use the trapezoid rx lithotripter compatible basket to remove the stones. A stone was captured within the basket and the physician tried to pull the stone from the common bile duct, however the stone was too big. An attempt to crush the stone was made, however the basket would not crush the stone and the tip failed to detach. The physician struggled to remove the stone from the basket for approximately 10 minutes. The physician was able to release the stone and the basket was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, stones were extracted from the common bile duct with a balloon. Contrast was used and bigger stones were noted. The physician attempted to use the trapezoid rx lithotripter compatible basket to remove the stones. A stone was captured within the basket and the physician tried to pull the stone from the common bile duct, however the stone was too big. An attempt to crush the stone was made, however the basket would not crush the stone and the tip failed to detach. The physician struggled to remove the stone from the basket for approximately 10 minutes. The physician was able to release the stone and the basket was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device found the basket to be extended. The thumb ring was broken off and not returned. Additionally, the sidecar rx presented pushback and the coil assembly was found to be buckled in multiple places. A functional evaluation was performed by extending the basket using the finger ring and some resistance was noted. The basket was fully extended and the basket wires were found to be bent and unevenly spaced. The tip was found to be intact and undeformed. The condition of the returned unit was consistent with the complaint incident that the basket tip did not detach. A material review of the sub assembly basket component found no anomalies and concluded that the basket tip met the specifications. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur. Therefore, the most probable root cause is operational context due to anatomical/procedural factors which limited the device performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: the size of the stone was 1.5cm to 2cm.